Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection of the device found that the left force sensing resistor was damaged. To correct the condition, the tube misloading sensor was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have an f-38 alarm. No additional information is available.